Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 419 mg/dl which was treated with bolus. Customer reports insulin exited at quick release. Customer advised to change entire set, reservoir and insulin and treat per health care professional's instructions. Customer declined troubleshooting. The products will not be returned for analysis.